Event description:
It was reported that impedances with electrode 2 were showing high. It was noted that at 3.0v, impedances were as follows: c-2 = 5762, 0-2 = 7302, 1-2 = 6629, 2-3 = 5409. The reporter noted that the patient was programmed with 0 and 1 electrodes and the high impedances were not affecting the therapy. It was noted that they wanted to do an MRI due to the patient having stroke like symptoms. It was noted that the reporter was not aware of any falls or when high impedances started. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3 7085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v754185, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(4) 2011, product type: extension. Product ID: 3387s-40, lot# v763711, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
Additional information received reported that the implantable neurostimulator (ins) was replaced due to normal battery depletion. The cause of the high impedances was not determined. It was mentioned that the patient was a known "fliipper" and the extensions were twisted during implant. The extension was scarred in and could be seen on x-ray.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and t elemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.